Event description:
It was reported that after the cps catheter was inserted for left ventricular lead placement, the patient's blood pressure dropped and the patient felt sick. Echocardiogram revealed pericardial tamponade and a pericardiocentesis was performed. The procedure was stopped. The patient was stabilized and monitored in the intensive care unit (ICU).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.